Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic, where review of remote transmission revealed noise on the right atrial lead that was oversensed as atrial tachycardia and atrial fibrillation. There were no consequences due to the oversensing. The patient was in stable condition and would continue to be monitored.